Event description:
Note: this report pertains to the second of two malfunctions occurring during the same procedure. Refer to associated manufacturer report #3005099803-2008-00332 for event details.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the lot. The february 2008 15-month ultraflex tracheobronchial stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.